Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke and was removed without incident. The procedure was successfully completed with another of the same device. Pt condition is listed as "good".